Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. However based on the information from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the accidental failure of the electrical circuit board of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing with the subject device, the endoscopic image could not be displayed on the subject device despite the buttons on the front panel were lit up. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device, and found that the endoscopic image could not be displayed due to a failure of the printed circuit board of the subject device.